Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the video cable for the monitor was re-seated by the representative. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while setting up for a procedure, the navigation system displayed "no signal" on the monitor, shut down and restarted without prompt from the user. The issue occurred as the representative attempted to select the procedure type in the cranial application software. Following the unexpected restart, the representative entered the cranial application and the system functioned as designed. It was reported that the system operated the spinal application software without issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.